Manufacturer narrative:
Concomitant medical products: product ID: 5038-58 lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experience phrenic nerve stimulation caused by the left ventricular (lv) lead. Reprogramming was done, and the lead remains in use. The patient is a participant in the post approval clinical surveillance product surveillance registry. No further patient complications have been reported as a result of this event.